Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2004, 6947-65 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had possible high threshold, and the pacing impedance had increased steadily and was now high. It was also reported that the right atrial lead had possible undersensing, as noted on the stored electrogram (egm). The leads remain in use. No patient complications have been reported as a result of this event.